Manufacturer narrative:
The company service rep examined the system and confirmed the system messages in the event log. The fragmatome handpiece was checked and tuned with no problem. Preventive maintenance was performed. The system was then tested and met all product specifications. A review of complaints for the last 24 months did not indicate any additional, related reports for this system. An internal investigation has been opened to address this issue. A corrective action has been initiated. (B) (4). (B) (4).

Event description:
Adverse event(s): "no pt injury reported" (no consequences or impact to pt). Product problem(s): system messages displayed (device displays error message). The nurse reported the system would not tune during set up. System messages displayed when tuning was attempted. The system was switched out to proceed with the cases. Additional info from the nurse stated the case was delayed about 15 minutes. No pt injury was reported.